Manufacturer narrative:
Investigation is pending at this time. A follow up will be submitted once additional information is obtained. The actual date the incident occurred is unknown. The date entered in section b3 is from the customer¿s report the medical event occurred september 8th or september 9th, 2024. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An incompatible application issue was reported with the adc device (freestyle libre 3 application) in use with samsung sm-a536b phone with android operating system version 14. As a result, customer was not alerted of changes in glucose level and experienced hypoglycemia with chills, high fever, ¿cramped arms¿, and a seizure. Customer was seen in a hospital and received an unspecified drip for treatment. There was no report of death or permanent impairment associated with this event.

Event description:
An incompatible application issue was reported with the adc device (freestyle libre 3 application) in use with m-a536b, os version 14 and app version 3.6.011193. As a result, customer was not alerted of changes in glucose level and experienced hypoglycemia with chills, high fever, ¿cramped arms¿, and a seizure. Customer was seen in a hospital and received an unspecified drip for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The user reported signal loss. The reported issue was investigated. The reported configuration was not compatible with the customer's reported application. The latest revision of the compatibility guide was available to the customer on the abbott diabetes care website. As the compatibility guide is provided to the customer and the incompatible configurations were used, this complaint is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.